Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information indicates patients ipg did not reach end of life and is functional; therefore, this event is no longer considered to be reportable.

Event description:
Additional information indicates patients ipg did not reach end of life and is functional; therefore, this event is no longer considered to be reportable.